Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for non-sustained high rate episodes and short v-v intervals. The patient received two shocks. A review of a remote transmission indicated that there was an external source of stimuli being applied over the course of a 10-minute period. Stimuli were visible on both the atrial tip to ring and right ventricular tip to ring electrogram. It was noted that the patient had previously talked about getting a spinal stimulator for pain and the caller suspected that was the source. The ICD remains in use. No further patient complications have been reported as a result of this event.